Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator impella registry indicating this patient to have endured a cardiac tamponade with a "possible" relationship to the impella device. Intervention was required via aspiration.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the ventricle perforation and ventricular tachycardia issues have been completed. The device was not returned for investigation. Data logs do not show that pump was pushed too far in ventricle. The root cause of the ventricle perforation and ventricular tachycardia could not be determined due to limited clinical detail and no evidence of incorrect placement of pump in data logs.

Event description:
Additional information provided states that the patient had ventricular tachycardia which was treated with ablation.